Event description:
Reporter has reported that when the dialysis treatment was started air began to enter the extracorporeal circuit and that the saline tubing was hanging loose from the bloodline. The facility was contacted for add'l info on this event. It has been learned that the event occurred right at the onset of the dialysis treatment. They reported a foot of blood had entered the bloodline when the saline line separated from the arterial bloodline. A new arterial line was then set up and the dialysis treatment was resumed without further incidence. It was reported as minimal loss of blood. This pt did receive the full treatment. The pt was then discharged to home when the treatment was completed. The facility saved the line for eval.